Manufacturer narrative:
Troubleshooting, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set, and verifying breast shield fit was conducted with the customer, but did not resolve the low suction condition. A replacement pump was sent to the customer. The product was received on (B)(6) 2017 and a breach in the power supply housing was found during the product evaluation. The issue with a damaged rev p power supply for the pump in style device is currently being evaluated under an investigation for complaint category (B)(4). A conclusion regarding this issue cannot be made at this time.

Event description:
On (B)(6) 2017, the customer reported to medela llc that she was experiencing low suction with her pump in style starter breast pump.

Manufacturer narrative:
The issue with a damaged pump in style rev p power supply for the pump in style device was evaluated under an investigation for complaint category (B)(4), which found that breaches in the rev p power supply housing are the result of an external large force impact and are not the result of a malfunction.